Manufacturer narrative:
Conclusion: undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection of the received set noted the piston within the distal smartsite was damaged. Functional testing was performed and a leak was observed. The root cause of the customer¿s report was identified as due to a damaged smartsite piston.

Event description:
IV fluid and blood was leaking from a damaged smartsite port. A normal saline IV infusion was connected via the patient's mediport access site. There was no report of patient harm.

Manufacturer narrative:
Correction: initial reporter address.